Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient¿s pump began alarming overnight and his refill date was today. Telemetry of the pump had not yet been performed. The reporter was unsure if it was a critical or non-critical alarm tone or if the patient saw codes on his ptm (personal therapy manager) screen. The reporter thought the patient could get to his hcp (healthcare professional) for a refill on monday. No patient symptoms were reported. No further complications have been reported as a result of this event.